Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing and stress testing without duplicating the report. Review of the device logs found several advisory messages. However, this is not an indication of a device malfunction. Device was recertified and returned to the customer. No accessories were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.